Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button one of a 5f mynx control vascular closure device (vcd) could not be pressed during the procedure. Therefore, the product wasn¿t available, and manual compression was performed for twenty minutes and the patient recovered. There was no reported patient injury. The device was prepped and used in accordance with the instructions for use (IFU). The mynx was used in a transarterial chemo embolization (tace). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. A 5f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the sheath or device after removal. The device will be returned for evaluation.

Manufacturer narrative:
As reported, button one of a 5f mynx control vascular closure device (vcd) could not be pressed during the procedure. Therefore, the product wasn¿t available, and manual compression was performed for twenty minutes and the patient recovered. There was no reported patient injury. The device was prepped and used in accordance with the instructions for use (IFU). The mynx was used in a transarterial chemo embolization (tace). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. A 5f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the sheath or device after removal. A non-sterile ¿mynx control vcd, 5f¿ involved in the reported complaint was returned for investigation inside of a plastic bag. Visual inspection of the device revealed that button 1 was depressed approximately 2/3 of its total travel, while button 2 was not depressed. The syringe was returned connected to the device and the stopcock was observed open. In addition, the balloon was found fully deflated. The sealant was found partially exposed from the sealant sleeves and the sealant sleeves were observed to have been frayed/split/torn due the condition of the button 1. An unknown procedure sheath was also found locked onto the device, with blood present inside the sheath; however, no damage was noted on the sheath. The internal mechanism of the device was correctly assembled, and no anomalies were observed. Buttons #1 and #2 were fully depressed with no resistance felt and locked in place during the device failure investigation. The sealant was fully deployed. When button 2 was pressed, the balloon was completely retracted into the tamp tube. The device functioned as intended according to the mynx control IFU. No issues were observed regarding the deployment of buttons 1 and 2 during the investigation. Based on the provided information, the condition of the unit upon receipt, and the investigation conducted, the reported failure of ¿button #1 ¿ frozen/locked¿ was not confirmed. Functional testing showed that the device operated as intended, in accordance with the mynx control instructions for use (IFU). No issues were found with button 1 during the failure investigation. Additionally, the internal mechanism of the device was properly assembled, and no anomalies were observed. Procedural factors, handling, or patient conditions may have contributed to the reported failure. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Based on the information available for review and the product analysis, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.